Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The full measured s-curve hump height was within specification.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, x-ray imaging revealed the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.